Event description:
Tevar case. Deployed relay pro using correct steps. Step 1 and step 2 went fine no issues. Step 3 I did notice it was a little hard to pull back the black to release step from top cap. No graft movement or issues after it was done. Doc went to step 4 and pulled cannula into sheath. I though the tip was completely inside the outer sheath, but I am not 100% sure after what happened next. So, then doc went to step 2 to lock everything in and walked off device out of the body and they were planning to plug it with a 18fr gore dryseal sheath. As they took the delivery out of the body, we noticed the tip of the delivery system was missing. Went down with fluro and realized the tip was still inside the patient body in the iliac. The tip came completely separated from the delivery system. Then we began a very long period of time to try to snare the tip out of the body. This was a big issue and took a lot of time. The tip was retrieved out of the body. I have the device and tip to return for analysis. Patient outcome - "patient was fine. We added a lot of fluro time and unnecessary procedure to try to take out the missing tip. "

Event description:
Tevar case. Deployed relay pro using correct steps. Step 1 and step 2 went fine; no issues. Step 3: I did notice it was a little hard to pull back the black to release step from top cap. No graft movement or issues after it was done. Doc went to step 4 and pulled cannula into sheath. I thought the tip was completely inside the outer sheath, but I am not 100% sure after what happened next. So, then doc went to step 2 to lock everything in and walked off device out of the body and they were planning to plug it with a 18fr gore dryseal sheath. As they took the delivery out of the body, we noticed the tip of the delivery system was missing. Went down with fluro and realized the tip was still inside the patient body in the iliac. The tip came completely separated from the delivery system. Then we began a very long period of time to try to snare the tip out of the body. This was a big issue and took a lot of time. The tip was retrieved out of the body. I have the device and tip to return for analysis. Patient outcome: "patient was fine. We added a lot of fluro time and unnecessary procedure to try to take out the missing tip."